Manufacturer narrative:
Distribution history the complaint product was manufactured by epc under lot 212301 for csi in june/july 2021 (quality work order (B)(4)). Manufacturing record review DHR from iqc record-21-07-27-004 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc record-21-07-27-004 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions from the same account for the same lot number. There were no other complaints for this lot number from any other account. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause cannot be reliably determined as the product has not been returned. However, complaint history shows multiple complaints from the same account for the same lot number. There are no other complaints for this lot number. Based on this information and the complaint description, the issue could be attributed to the instrument possibly being exposed to excessive temperatures which can cause deformations in the staple and affect the assembly. The IFU states to "store at 61-77°f" and "do not expose to 122°f - avoid prolonged exposure to elevated temperatures. Do not use the staplers if the temperature circle on the front flap of the carton has change to red root cause cannot be reliably determined as the product has not been returned.

Event description:
When dr fired the stapler, the staples got stuck in the nose of the stapler. He tried a few times but it happened every time and did not work as intended to close the subcuticular layer of the skin. Was there patient involvement in every reported condition? Every time it was when dr wanted to close - they do not open the insorb before he ask for it. Was there any adverse effect as a result of reported condition? No. Was there any additional medical attention? No. Was there any significant delay as result of the reported condition? 30 minutes delay?" No only say about 10 min in between opening a new device every time. Insorb 30 stapler 2030 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
When dr fired the stapler, the staples got stuck in the nose of the stapler. He tried a few times but it happened every time and did not work as intended to close the subcuticular layer of the skin. 09/22/2021- follow-up response: (B)(6). Was there patient involvement in every reported condition? Every time it was when dr wanted to close. They do not open the insorb before he ask for it. Was there any adverse effect as a result of reported condition? No. Was there any additional medical attention? No. Was there any significant delay as result of the reported condition? 30 minutes delay?" No only say about 10 min in between opening a new device every time. Was there any significant delay as result of the reported condition? 30 minutes delay?" No only say about 10 min in between opening a new device every time. Insorb 30 stapler 2030 (B)(4).